Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The reported guide catheter was returned for evaluation. No bend or any other damage was confirmed on the shaft of the returned catheter. When air was injected into the catheter with a 10ml syringe, air leakage from the protector was confirmed. Under the protector, there was a crack on the shaft distal to the junction of the connector. Lot history review revealed no anomaly relating to the reported event. It was confirmed that every unit from this lot had passed leakage test during manufacturing process. There were eight known similar cases regarding blood leakage from the shaft where there was a crack due to bending at the junction of the shaft and connector; however, none of them was reported to have caused or contributed to thrombus formation. Based on the investigation outcome, it was presumed that bending stress had most likely contributed to the reported leakage. The applied bending stress exceeding the product design limit would tear the shaft, leaking blood inside the catheter. It was concluded that this event was not attributed to product quality. The exact cause of thrombus formation was not determined by the investigation. Instructions for use (IFU) states: [malfunction and adverse effects]. Damage. Thrombus.

Event description:
It was reported that thrombus was noted right after blood leakage was observed from the hub of an asahi fubuki guide catheter that was place in the patient for an intervention to treat a subarachnoid hemorrhage. A new guide catheter was replaced to remove the thrombus. After thrombus was successfully removed, the intervention was successfully completed. The patient was stable after the procedure. The physician commented that it was possible that the thrombus formed inside the catheter had released to the blood stream or thrombus formation could be attributed to covid-19.